Event description:
Acct. Reports after the roller clamp is clamped off, the tubing develops "slices" from the roller clamp. There have been no reports of patient injuries and no chemo spills as the leaks were noted during priming. They have used this product for approx. One month.